Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), right ventricular (rv) lead and atrial lead, lead warning triggered and polarity switch occurred due to suspected external source. The ipg, atrial lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.